Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02119 through 1221359-2022-02121.

Event description:
The consumer reported three (3) conflicting results with the binaxnow covid-19 antigen self-test was performed on (B)(6) 2022. Confirmation testing was not performed. This report addresses test three (3) of three (3) tests. No additional patient information, including treatment and outcome,was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172741 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 172741, test base part number 195-430h / lot 170058. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172741 showed that the complaint rate is(B)(4) a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172741 showed that the complaint rate is (B)(4) abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.